Event description:
A patient was undergoing planned placement of an inferior vena cava (ivc) filter through jugular vein. A j-wire was advanced under fluoro and its trajectory confirmed to be in the ivc. The device was prepped and the device sheath advanced over wire into the abdominal ivc. The filter device was then advanced overwire and attempted to be deployed however despite appropriate deployment sequence, the filter did not come free of the delivery system. It was therefore re-sheathed and withdrawn. On the back table it was attempted to be deployed but did not come free readily and had to be manually pulled off the trigger wire.